Manufacturer narrative:
The device was received with blank display due to corroded battery cap contact. The device was tested with a good battery cap, and also received normal operating currents. There was no blank display during testing. There was no damage found on the lcd isolation tape noted. The device was received with the pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call of blank display on their insulin pump. The customer's blood glucose level was unknown. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.